Manufacturer narrative:
The event of scs system explant was reported to abbott. The reason for explant is unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event, patient and device information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturing number: 1627487-2021-13595, 3006705815-2021-02049. It was reported that the patient had they scs system explanted on an unknown date for an unknown reason.